Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during demonstration in a hallway, after charging, the handle would not turn on. The user tried two different chargers however the reported issue did not resolve. The chargers functioned with other devices. The adapter jammed during loading the reload and no longer accepts a reload. The adapter's internal mechanism was broken and prevented subsequent reloads from loading on. There was no issue with the reload and there was no replacement done. There was no patient involvement.